Manufacturer narrative:
Failure analysis noted that the insulin pump had blank display due to corroded electronic or motor assemblies. The pump had cracked case at display window corners, cracked battery tube threads, scratched lcd window and missing end cap sticker.

Event description:
It was reported via phone call that the insulin pump had moisture damage. The customer's blood glucose was 168 mg/dl at the time of incident. The customer stated that he went swimming with the pump. There was fluid under the lcd display. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump was returned for analysis.